Manufacturer narrative:
Addendum to the initial report. Based on limited medical records received, the patient underwent explant of what appears to be a bard/davol composix kugel mesh approximately five years post implant. The medical records indicate the patient experienced infection following implant. The warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records: (B)(6) 2007 - the patient underwent an open repair of an epigastric hernia with implant of an alleged "8 x 10 cm kugel mesh." (B)(6) 2012 - the patient was diagnosed with infected abdominal wall mesh prosthesis and underwent removal of mesh. Per the operative report, "there was a draining sinus tract in the upper mid abdomen, midway between umbilicus and the xiphoid. The granulating sinus tract extended down to the fascial level where there was a moderately large pocket of granulation tissue and purulent material. Cultures were obtained and sent of routine culture and sensitivity. Previous cultures had grown (B)(6). The incision was extended to expose the entire cavity which was approximately 8 to 10cm in length. This was aligned with infected mesh prothesis beneath which was a ptfe component suggestive of a composite prosthetic. The mesh was dissected from the fascial surface underneath and none of the prosthetic was adherent to the bowel, presumably due to the ptfe component that was on the inside. All suture material that was prolene composition and polypropylene mesh material were removed."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: the patient underwent hernia repair surgery, which included the implantation of an unidentified alleged bard/davol hernia repair product. The attorney alleges the patient experienced "pain and suffering," injury and disability.